Manufacturer narrative:
Model no. Is unknown as it was not provided. Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as sn was not provided. Manufacturer date is unknown as sn was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cataract patient presented with toxic anterior segment syndrome (tass) after using phaco handpiece and signature disposable tubing packs. A brief description from the surgery center indicated that the patient had surgery on (B)(6)2020 and presented on (B)(6) 2020 with tass and increased intraocular pressure. Through follow up it was determined that the patient is doing well and has mostly recovered. This report is for the handpiece used on the patient. A separate report is being submitted for the tubing pack used for the patient.